Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of all in-house testing was performed. In-house testing on retained strip lot k362392 meets release criteria. The product performed as expected. Although a relevant nc was noted in the batch record, it did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. It was reported that the customer had a respiratory tract infection. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Caller alleging discrepant inratio values. Patient's therapeutic range: 2 - 3. (B)(6) 2015 inratio = 1.4; lab = 2.1 30 minutes between tests. No reported patient ae. No additional information provided.